Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working and presented inflation and deflation issues. Initially, the pump was removed and replaced; however, the device continued not to work. Medical imaging was performed and revealed no fluid loss. The physician believed the device issue was due to reservoir herniation and tubing kinking; therefore, the reservoir was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.